Event description:
Customer reported a pt sample containing anti-e and anti-c did not react with vss159. Customer stated that sample was crossmatched and 2 out of 3 units were incompatible. Repeat screen was performed in gel. No reactivity observed. Additional testing with vra113 was also negative. Customer then tested sample using 3% surgiscreen, 3ss791, using peg/tube method and saw 1-2+ reactivity with cells 2 and 3. Customer stated there were no discrepancies with the daily qc. No erroneous results were reported. No death or serious injury was associated with this incident.